Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned and analyzed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance and measurements were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observations.

Event description:
Boston scientific received information that during the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the left ventricular (lv) lead was positioned in a small posterolateral branch. When the introducers and other implant accessories were removed, it was noted the lv lead had dislodged, which was evident by no capture when testing the lead. It was also noted that the tip of the guiding catheter used for lv lead placement had broken off around the lead. The lv lead and catheter were successfully removed from the patient and the plan is to implant an epicardial lead at a later date. The post-operative echocardiogram was normal; however, it was later observed that the patient had a small perforation. The field representative believed the perforation was caused by the electrophysiology catheter used during coronary sinus cannulation. The perforation healed on its own. The patient is still in the hospital after being diagnosed with (B)(6). It is believed that the patient had already contracted (B)(6) prior to the crt-d implant procedure because the patient had been hospitalized for several weeks already. It is not believed that the implant contributed in any way to the patient's infection. The patient is doing better and once stable enough, will undergo an epicardial lead placement for lv pacing support. The attempted lv lead is expected to be returned for analysis.